Event description:
"Adenoid tip fell off, burning a baby's lip, requiring stitches".

Manufacturer narrative:
The facility did not retain the device and could not provide a lot number for the device. Therefore, neither an investigation of the device or the lot history record can be conducted. The MFR attempted to contact the physician three (3) times for add'l details since the incident was reported and has not yet been successful. Once the physician has been interviewed, a follow-up report will be filed. This is an initial report.